Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer does allege pump was under delivering. Customer states that they experience high blood glucose. The customer¿s blood glucose level was 316 mg/dl, 361 mg/dl. The customer was treated with manual bolus. Customer states that auto mode was active. The customer states that sensor glucose and blood glucose value not in the range. Customer has been using insulin pump system within 48 hours of reported high bg event. Troubleshooting was done for high blood glucose and under delivery. The insulin pump will not be returned for analysis.